Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to damage resulting in impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported.